Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, was initially implanted with a recalled optetrak logic ps polyethylene tibial insert in his left knee, on (B)(6) 2009. On (B)(6) 2022, plaintiff underwent left knee revision surgery, approximately 13 years 5 months post initial procedure, due to accelerated and preventable wear of the optetrak logic ps polyethylene tibial insert. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions. The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.